Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going .

Event description:
Country of complaints:france. Detachment of the needle during an uterus closure cesarean (with a risk of hemorrhage)/needle detachment.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. This follow up report is being sent as the first submitted report (12/18/2015) did not receive all 3 acknowledgements, only the first acknowledgement was received. An email was submitted to the FDA helpdesk and a ticket (# (B)(4)) was opened on 12/23/2015. No response has been received regarding the missing acknowledgements. Manufacturing site evaluation: samples received: none. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Without closed sample(s) a complete analysis is not possible. Review of the batch manufacturing record was completed and the product had a normal process and the results during the process fulfilled OEM requirements. The complaint is justified for isolated detached needle; however, the conclusion is not justified according to the results of the in process control when this batch was manufactured. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint will be maintained for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints:france. Detachment of the needle during a uterus closure from cesarean.